Event description:
It was reported that, "during the bha, when the surgeon was inserting the seidel plug into the pt femur, the inserter burst through it."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.